Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Failure analysis (fa) was not conducted as the device was not returned. A review of the system and instrument logs showed no observed events that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or procedure video was provided for review. This event was reviewed by an intuitive surgical, inc. (Isi) principal toxicologist. The following additional information as provided: isi cannulas are made with stainless steel that contains nickel as a constituent of the steel alloy. The specific grade of steel alloy has a very low nickel exposure characteristics in a surgical setting. However, if the patient is already hypersensitive to nickel, then there is a low risk of allergic reaction from exposure to the cannula for this patient. This complaint is being reported due to the following conclusion: after a da vinci-assisted ventral hernia tapp procedure, the patient had redness at the cannula site. The surgeon suspected the redness was due to an allergy reaction, as the redness occurred on the skin surrounding all four (4) cannulas. The procedure was completed with no reported injury.

Event description:
It was reported that after a da vinci-assisted ventral hernia tapp procedure, the patient had redness at the 8mm instrument cannula site. The procedure was completed with no reported injury. On 07-dec-2021 an intuitive surgical, inc. (Isi) executive sales representative (esr) was provided the following information from the surgeon: the surgeon suspected the redness was due to an allergy reaction, as the redness occurred on the skin surrounding all four (4) cannulas. There was no allegation of arcing/sparking/smoking during surgery. The esr was not aware of any medical intervention that was done for the patient or if the patient had an allergy to nickel. The patient was reported as doing well.